Event description:
On (B)(6) november 14, 2024, 50-year-old female underwent a - bilateral skin sparing mastectomy, right sentinel lymph node mapping; bilateral skin sparing mastectomy, right sentinel lymph node mapping and biopsy; immediate deep inferior epigastric artery perforator flap breast reconstruction with placement of phasix; mesh to abdomen and use of IV fluorescein. On (B)(6) 2025, she presented to the ed and had a foreign body (migrated stratafix suture) removed from her left medial thigh.